Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. The reported event is a known inherent risk of a mechanical thrombectomy procedure and is documented in the solitaire fr instruction for use.

Event description:
Medtronic received information that during the procedure distal emboli occurred and the patient's neurological condition declined. The mechanical thrombectomy device was reported to have made 2 passes within the left internal carotid artery. These maneuvers were reported to have achieved thrombolysis in cerebral infarction (tici) 3. During the procedure, distal embolization of microthrombus occurred and the patient's condition worsened. Aphasia and deterioration paralysis on the right side were observed. The patient was reported to have received intravenous treatment and rehabilitation for this event. The physician determined this event occurred during the procedure and was unable to determine what device caused the distal emboli. However, the physician does not believe the mechanical thrombectomy device caused this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.